Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer either reloaded the existing cartridge or loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Additionally, it was reported that the pump battery would take "longer to charge". Customer's blood glucose level was 86 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.